Manufacturer narrative:
The insulin pump was received with a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The unit had a missing graphic design layer of address/serial number label, cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
Customer's parents reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted from the tubing. The patient's blood glucose at the time of incident was in the lower 200 mg/dl range. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. However, the device was stuck in the rewind process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.